Manufacturer narrative:
(B)(4). The actual device was returned for evaluation and it was observed that there were several marks on the body of the needles. Besides, the needle was damaged probably due to run into a hard surface, which caused the bent tip. Therefore, the event cannot be confirmed since the sample conditions suggest an improper handling of the product.

Manufacturer narrative:
(B)(4). Conclusion code: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a rectal prolapse procedure on (B)(6) 2016 and suture was used. It was reported that the needle was bent when suturing. There was no adverse consequence to the patient.